Manufacturer narrative:
Device evaluation: a product evaluation was completed on the returned on the hemosphere 1 monitor. Customer report of "hemosphere 1 monitor is not giving correct co numbers, changed cables without resolve, new monitor worked as expected" was unable to be confirmed. The reported issue was unable to be confirmed through the product evaluation. Therefore, no product nor process malfunction was identified in this complaint. There are manufacturing controls to avoid potential causes related to inaccurate values which include visual inspection, leak test, flow test, and electrical testing of 100% of devices in addition to quality sampling inspections.

Manufacturer narrative:
FDA product codes: dqe, catheter, oximeter, fiberoptic. Qaq, adjunctive predictive cardiovascular indicator. Mud, oximeter, tissue saturation. Dxn, system, measurement, blood-pressure, non-invasive. Dsb, plethysmograph, impedance. Qms, adjunctive open loop fluid therapy recommender. Fll, hermometer, electronic, clinical. Olw, index-generating electroencephalograph software. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not been completed. The device history record was reviewed; no related non-conformances were found. No escalation is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, before use, the hemosphere 1 monitor was not giving correct co numbers. The clinician changed cables without resolve, new monitor worked as expected. It was confirmed that there was no patient involvement associated with the reported issue.